Event description:
This report has been identified as b. Braun medical inc. Internal report#: (B)(4). This follow-up report is being filed for corrections. Section b2 has been changed. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: bio-med reported a patient coded and passed away during a treatment. Bio-med verified all the machine safety calibrations and at the time of the incident the dialog machine was operating within specified limits and tolerances.